Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Per imagery review, there was mild paravalvular leak (pvl) on the lateral side. The outflow of the valve dropped below the native leaflets and was likely partially pinning open the native leaflets at the base. For a 23 mm valve size, the valve was under expanded at approximately 21.5 mm at the mid valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve malposition, valve migration and pvl required a valve-in-valve to treat. While the valve malpostion was unable to be confirmed, the valve migration and pvl were confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Regarding the valve malposition, per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. As reported, "it was indicated that there was valve movement during valve deployment of the first 23 mm sapien 3 ultra resilia valve and the perceived root cause was stored pressure in the system from the left carotid access. The system was possibly pushed forward". Additionally, "although the initial valve deployment position was 80/20 (aortic/left ventricular), it was believed that the first 23 mm sapien 3 ultra resilia valve was implanted too low." Per the procedural manual, "target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)". Therefore, the first valve appears to have been implanted as intended with 80/20 (aortic/ventricular) position as reported. Per the training manual, "release stored tension prior to thv deployment. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position". In this case, stored tension/pressure appears to have not been released from the delivery system prior to valve deployment, which can lead to unintended movement of the delivery system, resulting in malposition or too low as reported. As such, the available information suggests that procedural factors (stored tension in delivery system prior to valve deployment) may have contributed to the complaint event. Regarding the valve migration, per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. As reported, "it appeared the first 23 mm sapien 3 ultra resilia valve had migrated into the left ventricular outflow tract (lvot) on pod 1. A transesophageal echocardiogram (tee) performed approximately one (1) day post tavr procedure was reviewed and the tee shows the first 23 mm sapien 3 ultra resilia valve was in the left ventricular outflow tract (lvot). The outflow of the valve had dropped below the native leaflets and was probably only partially pinning open the native leaflets at the base." In this case, it was reported that the thv was believed to be implanted too low. A low implantation can lead to inadequate anchoring of the thv to the native annulus. Additionally, a low implantation can result in native leaflet overhang, which can further push the thv towards the lvot. This can compromise the stability of the valve, which can ultimately lead to valve migration, as reported. As such, the available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. Regarding the pvl, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, it was reported that the thv was malpositioned and migrated by post-operative day (pod) 1. This can compromise the sealing between the thv and the native annulus, which can lead to paravalvular leakage, as reported. As such, the available information suggests procedural factors (thv migrated) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transcarotid transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve. There was none/trace leak reported via the transthoracic echocardiogram (tte) post implant. On post-operative day (pod) 1, moderate pvl was observed. After reviewing the tte images, a recommendation was made to implant a second valve. The patient was not discharged and approximately five (5) days post tavr procedure, the patient underwent a second tavr procedure with a 23 mm sapien 3 ultra resilia valve. The second 23 mm sapien 3 ultra resilia valve was implanted via transaxillary approach. It was indicated that there was valve movement during valve deployment of the first 23 mm sapien 3 ultra resilia valve and the perceived root cause was stored pressure in the system from the left carotid access. The system was possibly pushed forward. Additional information was provided revealing that although the initial valve deployment position was 80/20 (aortic/left ventricular), it was believed that the first 23 mm sapien 3 ultra resilia valve was implanted too low. It also appeared that the first 23 mm sapien 3 ultra resilia valve had migrated into the left ventricular outflow tract (lvot) on pod 1. A transesophageal echocardiogram (tee) performed on pod 1 was reviewed and the tee showed the first 23 mm sapien 3 ultra resilia valve was in the left ventricular outflow tract (lvot). A large volume of regurgitant jet was seen between the native leaflets and the leaflets of the first 23 mm sapien 3 ultra resilia valve. The first 23 mm sapien 3 ultra resilia valve appeared to be stable.